Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The viperwire guide wire fractured during treatment of the anterior tibial and distal superficial femoral arteries, which were severely calcified. The fracture occurred when the user attempted to advance the atherectomy device through a lesion. The treatments had all been between 30 and 45 seconds. The fragment was snared, and the procedure was completed with angioplasty and stent placement.